Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited some fluctuation in pace impedances and high out of range measurements recorded. This lead was also noted to have noise and inconsistent morphologies on the presenting electrogram with questionable capture. Boston scientific technical services (ts) discussed programming options to ensure capture is obtained. No adverse patient effects were reported.